Event description:
Customer reports to have high blood glucose of 433 mg/dl, 411 mg/dl and 476 mg/dl then dropped to 35 mg/dl, which were treated with manual injections. Customer states she did an infusion set change and insulin pump remained the same. Customer also states that insulin pump was not giving bolus or basal per hour. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer did not want to continue troubleshooting as she states she was dissatisfied with insulin pump. Customer accepted to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.